Event description:
Spontaneous call from pt to report pump malfunction with ms3 pump sn # (B)(4). Pump is being replaced and return box being sent. One pump kept coming up with error for reloading the pump. She tried multiple times, made a new cartridge and still did not work. She switched back to her other pump and no issue. This happened during her cartridge change. No interruption in therapy. Reported to (B)(6) by pt/caregiver.